Event description:
It was reported that a pta balloon dilatation catheter ruptured during dilatation of the left upper brachial vein. No reported calcification in the vessel. Allegedly the balloon was inflated to 20 atm when the rupture occurred. The rupture occurred during the first inflation. Reportedly the type of rupture was circumferential. A portion of the balloon separated from the catheter, remaining within the patient. Multiple attempts were made to locate the balloon, however, this proved unsuccessful. The patient was sent to another facility for additional examination to locate the remaining portion of balloon. The separated piece of balloon could not be located and remains in the patient. An inflation device was used to inflate the balloon and the balloon was introduced through a 7 fr introducer sheath. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. Upon inspection of the returned sample, a circumferential rupture was found on the balloon, with the distal portion detached. The bond where the distal portion of the balloon was glued onto the catheter was clean, which may suggest that it was peeled off from the tip of the balloon when retracting the balloon into the sheath. There was also a longitudinal rupture on the balloon. The sides of the rupture were uneven and the direction of the split was outside in. It appeared that the balloon was stretched and burst by very high pressures. The labeled rated burst pressure (rbp) for this device is 16 atm. It was reported that the rupture occurred after the balloon was inflated to 20 atm. This exceeded the labeled rbp, resulting in the balloon rupture. The current IFU (instructions for use) states: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.